Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-051915, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-051915, with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for mlp-051915 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient underwent a pump exchange on the day of implant after experiencing flow issues on the first implanted pump. After the exchange, there was 5 minutes of flow on the pump until the same flow issues were observed again with flow dropping to zero. According to the anesthetist, the right ventricle was doing nothing at this time and the surgeons decided to try adding a temporary right ventricular assist device (rvad) with extracorporeal membrane oxygenation (ECMO) to support the right ventricular failure (rvf). After starting the rvad, the flow of the left ventricular assist device (lvad) increased directly, and both devices were adjusted accordingly leading to sufficient flows on both sides. The clinicians suspected that the patient developed a fulminant rvf which was not directly diagnosed, and the left ventricle (lv) had collapsed completely and occluded the inflow itself. The right heart failure existed pre-lvad implant and was noted to be mild to moderate under the impella device. A device related issue was not suspected to have contributed to the right heart failure. The patient remained recovering in the intensive care unit (ICU). It was later reported that the patient ultimately expired due to an embolic stroke. The patient suffered from a severe embolic stroke (noted on cardiac computed tomography (cct)) 2 days after an ultima ratio implantation from ECMO. A specific root cause of the event could not be confirmed, and no autopsy was performed. The patient's outcome was not considered to be device or therapy related, and the device operated as expected. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, right heart failure, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient passed away due to embolic stroke on 28mar2025. The patient suffered from a severe embolic stroke (computed tomography scan) 2 days after an ultima ratio implantation from ECMO (no abbott device). Root cause was not confirmed as also no autopsy was performed. The device operated as expected. The outcome was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after the patient was weaning from bypass, the left ventricular assist devic (lvad) was started and the speed increased. The flow was very low at the beginning, not higher than 0,4 liter per minute (lpm) but decreased to zero. It remained zero although the bypass was stopped already. The hospital called the company for any presumptions, why the flow remained zero. Pump parameters except the flow were normal. Pulsatility index (pi) was very low, power was also low and was what was expected in this zero-flow moment. Echocardiogram could not show any inflow stream into the inflow cannula; the outflow in the aorta could be visualized due to artefacts and turbulences from the 2 bypasses. The left ventricle (lv) seemed to be empty but not collapsed completely. The right ventricular function was already bad prior lvad and remains in a bad condition afterwards. To exclude any occlusions of the inflow or air locks the pump was again disconnected from the ring and flushed retrograde plus rinsed with water. No visual issues could be seen, and the pump was again connected to the patient. The flow remained zero. According to the vad coordinator after everything was double checked they decided to go for a pump exchange directly to exclude any technical issues with the device. After the exchange, there was 5 minutes flow on the pump but the picture from before was recurrent afterwards also with the new pump, again zero flow. According to the anesthetist the right ventricle was doing nothing at this moment and the surgeons decided to go for a temporary right ventricular assist device (rvad) extracorporeal membrane oxygenation (ECMO) (cardiohelp) to support the right ventricular failure (rvf). After starting the rvad, the flow of the lvad increased directly and both devices were adjusted accordingly and ended up with nearly 4 lpm on both sides. The hospital also checked the explanted pump in a bucket of water with a test circuit and the pump was behaving as expected, no issue occurred, no technical alarm occurred and also no thrombus formations were washed out. Therefore, the clinicians suspected that the patient developed a fulminant rvf which was not directly diagnosed, and the lv was collapsed completely and occluded the inflow itself. The hospital was discussing if they would return the explanted pump although they do not assume a device malfunction. Log files also confirmed that the pump/rotor did not show any malfunctioning or issues which lead to this situation. The patient remained recovering on the intensive care unit (ICU).